Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient experienced a groin infection after the use of a 6-12f mynx control venous vascular closure device (vcd). The patient's groin can be described as "infection like" with puss/drainage that was removed. The patient was not sick. The device was used after a pfa ablation procedure that uses a large bore catheter. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient experienced a groin infection after the use of a 6-12f mynx control venous vascular closure device (vcd). The patient's groin can be described as "infection like" with pus/drainage that was removed. The patient was not sick. The device was used after a pulsed field ablation (pfa) procedure that uses a large bore catheter. The physician states that "while there was a sign of a post infection like site, he didn¿t think it was enough to raise concern for him". The patient went back for a follow up with an irritated site at the groin. Additional information was requested but not provided. The device will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instruction for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, a patient experienced a groin infection after the use of a 6-12f mynx control venous vascular closure device (vcd). The patient's groin can be described as "infection like" with puss/drainage that was removed. The patient was not sick. The device was used after a pfa ablation procedure that uses a large bore catheter. The physician states that "while there was a sign of a post infection like site, he didn¿t think it was enough to raise concern for him". The patient went back for a follow up with an irritated site at the groin. Additional information was requested but not provided. The device will not be returned for evaluation.